Event description:
It was reported that the patient was experiencing ventricular undersensing caused by extreme height variations from beat to beat. Reprogramming was planned to be done.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.